Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During preparation for use, the nurse unit manager discovered the device is cracked.